Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #iyzd23751. The device was returned with the upper jaw detached returned and with the top of the I-blade upper tip broken lifted. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure and part of the jaw of the instrument broke off into the patient. The broken part was retrieved and the procedure was completed with no consequence to the patient.